Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported deployment difficulties and subsequent additional treatment. It is possible that the distal shaft was kinked or entrapped within the anatomy (possibly at the aortic bifurcation) preventing movement of the shaft lumens and allowing only partial stent deployment; however, this could not be confirmed. The multiple chatter marks noted on the entire length of the distal sheath of the returned unit further suggest that the distal sheath was possibly bent over an acute angle. Continued force applied in the attempt to rotate the thumbwheel likely placed excessive tension on the ribbon, resulting in the proximal spool pulling out from the pivot web thumbwheel, causing the noted damage to the proximal spool axle and preventing further deployment. The reported stretching of the stent likely occurred due to movement of the stent system during manipulation of the system to fully complete the stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that once at the lesion a 6.0x80mm absolute pro delivery system thumbwheel could not be turned any further; therefore, the stent partially deployed. The physician opened the delivery system handle and was able to trouble shoot the device to fully complete the stent deployment. It was noted there were some struts which were extended stretched and an unspecified balloon was used to well appose the stent on the artery wall. There were no adverse patient effects and no clinically significant delay reported. Correction/additional information: additional information was provided and the correct size of the complaint device is a 6.0x150mm absolute pro and not the 6.0x80mm absolute pro as initially reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.b5: additional information. D1: was updated to absolute pro ll self-expanding stent system from absolute pro .035 self expanding stent system. D2b: fge was nip. D4: lot no updated from 0092631 to 0081961, catalog no updated from 1011915-080 to 1012009150, expiration date updated from 8/31/2023 to 7/31/2023, UDI updated from (B)(4) to (B)(4). G4: k072708 was updated to p110028.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that once at the lesion a 6.0x80mm absolute pro delivery system thumbwheel could not be turned any further; therefore, the stent partially deployed. The physician opened the delivery system handle and was able to trouble shoot the device to fully complete the stent deployment. It was noted there were some struts which were extended stretched and an unspecified balloon was used to well appose the stent on the artery wall. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported difficulties were unable to be confirmed due to the condition of the returned unit. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported deployment difficulties and subsequent additional treatment. It is possible that the distal shaft was kinked or entrapped within the anatomy (possibly at the aortic bifurcation) preventing movement of the shaft lumens and allowing only partial stent deployment; however, this could not be confirmed. The multiple chatter marks noted on the entire length of the distal sheath of the returned unit further suggest that the distal sheath was possibly bent over an acute angle. Continued force applied in the attempt to rotate the thumbwheel likely placed excessive tension on the ribbon, resulting in the proximal spool pulling out from the pivot web thumbwheel, causing the noted damage to the proximal spool axle and preventing further deployment. The reported stretching of the stent likely occurred due to movement of the stent system during manipulation of the system to fully complete the stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Although the difficulties encountered appear to be related to procedural circumstances, on may 11th, 2022, abbott determined that a field safety notice (fsn) was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks. H6: medical device problem code 4315 was removed; 4307 was added.

Event description:
Subsequent to the original filing, on may 11th, 2022, abbott determined that a field safety notice was required for the absolute pro ll peripheral self-expanding stent system (psess). Abbott has confirmed reports of mechanical locking, stent deployment and partial stent deployment failures, resulting from unintended excessive force used to deploy the stent. To reduce occurrences of deployment failures and associated outcomes, abbott is notifying all users of the potential causes and risks.